Manufacturer narrative:
The companion sample manufacture date was 06/19/2017. One actual sample with unknown lot number was received for evaluation containing fluid residue. One companion sample, lot number ur17f17028 was also received. During visual inspection of the used returned device, a component was observed missing from the device. The reported condition was verified; however, the cause of the condition could not be determined. The companion sample was returned from lot number ur17f17028. Visual inspection on the unused sample did not identify any abnormalities that could have contributed to the reported condition. Clear passage, pressure and functional testing were all completed and performed per product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one link device was separating at the connection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.